Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced the power board. Unit received for error 303. Pm performed. All tests passed. A review of the device history record for sn (B)(6) was performed from date of manufacture 08/12/2004 to the present date 01/08/2021 and note that this device has been returned for service twelve times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to error 303 service required of the kit pwr sply b 2863/5/6. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
The customer reported error 303 service required. No patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported error 303 service required. No patient involvement.